Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold, decreased r wave and high pacing impedance. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.